Manufacturer narrative:
Product analysis: model: 24950klq, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the remote monitor was found to have error code 3230 in failure analysis (fa) log but no hardware (hw) defect found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was getting an error code but patient could not provide the error code. It was also mentioned that the reader became very warm and when the patient used it, the patient said "ouch" when touching it. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.